Event description:
A (B)(6) year old female was undergoing an elective outpatient pci to her proximal lad. The patient had a sub-total chronic occlusion to the proximal lad and had a lima to lad bypass graft noted to the distal lad from previous surgery. The cardiologist performed a coronary laser arthrectomy, followed by a ptca and drug eluting stent placement to the affected portion of the proximal lad without incident. When the physician was removing the equipment post-intervention, the choice es 300cm guidewire apparently somehow became lodged onto one of the distal stent struts on the stent that had just been placed. When the physician was removing the wire, it broke off somewhere mid-wire. The distal portion of the wire remained in the patient stuck on the stent struts, while the rest of the wire was removed from the patient. The physician attempted numerous different products, including snares and vascular forceps to remove the wire from the stent without success. The patient was transferred to another hosp. For evaluation and intervention to remove the guidewire.